Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination of the diapherm flange disk. Based on the device analysis the final assessment is: a delamination partial of the valve diapherm flange disk. (Adhesive failure) additional, changed, and/or corrected data: b5, d9, h3, h6.